Event description:
Protime inr of 5.4 reported. Pt subsequently hospitalized for copd complication. Lab inr of 10.7 reported. Vitamin k administered to pt. Reporter unable to provide current pt status.

Manufacturer narrative:
MFR conclusions: MFR currently awaiting product return from user facility.